Event description:
On (B)(6) 2011, the reporter/pharmacy contacted lifescan from (B)(4) on behalf of the patient alleging a power issue with a one touch verio pro meter. The reporter claimed the meter would not power on when pressing the power button. The reporter did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had a power issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.